Event description:
During regular follow-up, the following events were observed: the programmer froze up during aida reading (data stored in the device memory). Auto printing was set to off; however tachy parameters were printed out. After re-booting the programmer, enable atp and enable shock in tachy parameters screen were found off. When the arrhythmia history in aida was accessed later, the programmer froze up again. It should also be noted that a device reset occurred in (B)(6) 2011, so files were requested to analyze this event which was not reported to the manufacturer at the time the reset occurred.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis pending.